Event description:
It was reported that y connector with 2 clamps were faulty. The following information was provided by the initial reporter: cept2057 y connector; set 2 way mfx2220 md001. Patient has returned a box of y connectors with a note saying ¿faulty y connectors.¿ no further information available.

Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# 9616066-2020-20075 is cancelled and void as a result.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # md001. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that y connector with 2 clamps were faulty. The following information was provided by the initial reporter: cept2057 y connector set 2 way mfx2220 md001. Patient has returned a box of y connectors with a note saying ¿faulty y connectors.¿ no further information available.